Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck with a failed d/dx failure results followed by red x and beeping. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.